Event description:
The customer stated that the keyboard, video and mouse (kvm) station for the central monitoring system (cns) was not working. The customer tried power cycling the kvm and also tried a different usb mouse and keyboard. The kvm is still not functional. MFR ref #: 8030229-2014-00186.